Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on 09/04/2014 and system diagnostic results showed high impedance. The patient was experiencing an increase in seizures but it was believed to be below pre-vns baseline levels. The patient¿s seizure frequency was worsening daily so lead replacement surgery was quickly performed on (B)(6) 2014. Prior to replacement, the surgeon reinserted the lead pin into the generator header but high impedance did not resolve. Clinic notes were received indicating that the patient¿s device was last tested during an office visit on (B)(6) 2014 and diagnostic results showed normal device function. The explanting facility discarded the explanted device; therefore, no analysis can be performed.